Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the device being superficial in their left hip after losing 20 pounds. A CT myleogram was ordered with negative results. Surgical intervention is scheduled to address the issue.

Event description:
Follow-up revealed the patient's original ipg was surgically placed deeper in the same pocket on (B)(6) 2019 with no patient consequence.